Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A call center ticket was logged with the following text "electrical plate not connected". This could indicate a failure occurred that could impact the delivery of therapy. No patient involvement was reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and clarified the reported symptom as the machine had an alarm sound, and did not pass the self test.